Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the infection is the surgical procedure and the patient's obese condition. Model number, lot number, manufacture date, gtin: ifuse-3d implant, p/n 7070m-90, lot# 2738291, mfd.07/29/20, exp. 2025-07-29, gtin (B)(4). Ifuse-3d implant, p/n 7070m-90, lot# 2760621, mfd.10/20/20, exp. 2025-10-20, gtin (B)(4).

Event description:
There was no problem with device or the placement of the si joint implants. The patient had bilateral si joint fusion in conjunction with a spinal long construct in (B)(6) 2020. The patient later developed an infection at the surgery site. Approximately two weeks following the initial procedure, the surgeon debrided and irrigated the wound site and began treatment with IV antibiotics. This event is ongoing.